Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an contour vl ureteral stent was used during a ureteroscopy with stent placement procedure in the ureter performed on (B)(6) 2021. During procedure, it was reported that when the physician tried to place the contour vl ureteral stent, a severe resistance was met from the guidewire causing the stent to curled up in the ureter. The procedure was successfully completed with a polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
Block h6: medical device code a0406 captures the reportable event of stent material deformation. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the stent is in a good shape no issues as (kinks, deformations, accordions) were noted. No other problem with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device or media analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The media inspection shows a guidewire curled in the ureter. This could have happened when it met resistance in the ureter and when the stent advanced over it stent followed the curling wire. However, the picture is inconclusive since there is not enough information for the alleged failure. Review and analysis of all available information indicated that the root cause of the problems found is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an contour vl ureteral stent was used during a ureteroscopy with stent placement procedure in the ureter performed on (B)(6) 2021. During procedure, it was reported that when the physician tried to place the contour vl ureteral stent, a severe resistance was met from the guidewire causing the stent to curled up in the ureter. The procedure was successfully completed with a polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.